Event description:
I was using renu with moistureloc contact lens solution 02/01/05 through 05/01/05, I was diagnosed with fusarium keratitis on approx 07/08/05. Because the drs could not diagnose the infection, I was in very severe pain for almost 2 months. I was treated with anti-fungal drops and many other types of drops. I was told I would need corneal surgery if I had not gone to a specialist who did a culture on my left eye and found the fungus. I now have blurred vision and have lost almost 50% of the vision I had. I now use a steroid drop when my eye feels weak. When I went to have my contact updated (which I do yearly) my optometrist told me left eye had "really changed." My prescription went from +175 to +300 and it is still blurred with a contact or glasses on. This was the most painful and debilitating experience of my life, which I feel could have been prevented. The damage to my left eye is permanent.